Manufacturer narrative:
G4: 23mar2020 b4: (B)(6)2020. The device was evaluated by the field service engineer who replaced the external battery of the device. Attempts were made to obtain additional information regarding the device's evaluation and repair, but the customer did not respond to these attempts. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/17/2019.

Event description:
The customer reported that the device will not power on. It is unknown if the device was in clinical use during the time of the event and whether or not there was patient or user harm reported.